Event description:
Customer reported an issue with the passport 2 monitor, which may have affected co2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated unit and verified the problem. Corrections include replacement of the unit's co2 module and problem was resolved.